Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that a catheter dye study was done about a month ago and confirmed catheter occlusion. The pump rotors were checked at that time and appeared to be working fine. The patient had been on oral meds since the catheter issue was discovered. The catheter replacement was taking place today ((B)(6) 2013). The pump was alarming. Telemetry confirmed a critical alarm was occurring. The alarm was due to zero ml reservoir volume reached. It was noted that if they found no drug in the reservoir, they were considering filling the pump with saline today ((B)(6) 2013). The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.